Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of oversensing due to noise was noted on the right ventricular (rv) lead. The issue was resolved by replacing the rv lead. The patient was in stable condition and experienced no consequences.

Event description:
Additional information received indicated that the lead was capped.